Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that the customer experienced an incomplete bolus alert. Subsequently, the customers blood glucose level was "high"; although specific value was not provided. A manual correction injection and a bolus via the pump were administered to address bg and insulin delivery was resumed.